Event description:
The customer reported that the spo2 parameter showed variation during measurement. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the spo2 parameter showed variation during measurement. No pt harm was reported. The available info indicates that this was obvious to users, but does not allow philips to determine if there would be any health risk if this were to recur. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.